Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity. It was indicated that there have been medication changes in the recent past, but the relationship between the changes of the increase could not be determined. It is unknown at this time if the increase is related to vns therapy. No interventions taken at this time. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date as the patient is seen in a clinic by various neurologists.